Event description:
The sales representative reported on behalf of the customer that the device, plpro4020, pro surgical smoke evacuation pencil,7/8" (22mm),10ft. (3m), was being used during a dual procedure on (B)(6) 2024 when it was reported, ¿patient had left torso/abdominal burns from bovie being placed on abdomen. Supine position and chg prep used. Basic pack and breast pack used. Dual procedure with plastic and general surgery - bilateral mammoplasty reduction, breast lumpectomy, axillary sentinel node dissection.¿ there was no report of medical intervention or hospitalization for the patient. The procedure was completed without an alternate device or any report of delay. Further assessment found that the degree of burn ¿appeared to be superficial¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 27 complaints, regarding 39 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised that when not in use, the active electrode should be placed in a clean, dry, non-conductive safety holster. Inadvertent contact with the patient may result in burns. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpro4020, pro surgical smoke evacuation pencil,7/8" (22mm),10ft. (3m), was being used during a dual procedure on (B)(6)2024 when it was reported, ¿patient had left torso/abdominal burns from bovie being placed on abdomen. Supine position and chg prep used. Basic pack and breast pack used. Dual procedure with plastic and general surgery - bilateral mammoplasty reduction, breast lumpectomy, axillary sentinel node dissection.¿ there was no report of medical intervention or hospitalization for the patient. The procedure was completed without an alternate device or any report of delay. Further assessment found that the degree of burn ¿appeared to be superficial¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.